Event description:
It was reported that guidewire separation occurred. A 182cm v-14¿ controlwire® was selected for use. However, the physician noted that the wire "sheered/came apart" outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the nurse took the device out of the package, the device fractured completely. No excessive pulling or force was applied pulling the wire out of the package.